Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
The device interrogated normally upon receipt. Review of the battery measurement data showed that the battery voltage decreased rapidly in two months. With a new battery attached, the device functioned normally when tested on the bench using automated test equipment. The original battery was sent to the vendor for further analysis and an internal battery anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device interrogated normally upon receipt. Review of the battery measurement data showed that the battery voltage decreased rapidly in two months. With a new battery attached, the device functioned normally when tested on the bench using automated test equipment. The original battery was sent to the vendor for further analysis and no anomalies were observed. The cause of the premature battery depletion could not be determined.